Event description:
On 9/17/1998, the following was reported to datascope: the pump alarm sounded and the insertion site was checked. Blood was noted in the tubing and back into the machine. The catheter was clamped and the pump was stopped. The dr was notified and the iab was removed by bedside. Another iab was not inserted into the pt. There was no pt injury or complication as a result of the event. The pt remained calm. The pt's cardiac output and index were acceptable after the event. [Event complication]: unk - reported 8/3/1998; none - reported 9/17/1998. [Pt's current status]: okay/acceptable-rpt'd 9/17